Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call indicating that she needs assistance with putting back on her infusion set and priming the insulin pump. Customer's blood glucose was 336 mg/dl. The customer is assisted with priming and putting on her infusion set. The customer is assisted in setting time/date and clearing the battery out limit, check blood glucose and low reservoir. The customer was offered to troubleshoot for old alarms and she declined.